Manufacturer narrative:
Approximate age of device- 2 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was expired. Per report from vad coordinator, (B)(6), the patient had multi-organ failure secondary to severe aortic insufficiency and right ventricle failure. The device worked as expected and will not be returned for evaluation.

Manufacturer narrative:
Additional information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. It was reported that the patient expired on (B)(6) 2018. The account communicated stating that the patient had multi-organ failure secondary to severe aortic insufficiency and right ventricular failure. The device worked as expected and would not be returned for evaluation. The heartmate ii lvas IFU lists renal failure as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.